Manufacturer narrative:
Evaluation summary: cause cannot be definitively determined. Evaluation: no product has been returned since revision surgery has not yet taken place. Parts have been implanted for over 9.5 yrs. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. The investigation was conducted in the following areas: literature search, clinical data, histology analysis, design aspects, wear testing, locking mechanism testing, n-k ii micro-motion testing, and fea of n-k ii baseplate/screw interaction. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the device was implanted 1999. Revision surgery is planned for an unk date due to stage 2 osteolysis.